Event description:
The customer reported that the system exhibited 'pre-charge' upon start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe batteries was evaluated and replaced. The battery charger was also adjusted and optimized. The system was tested and found to be working as intended and returned to service.